Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. It was showing -7.0 with a circulation pump command (cpc) was 0 percentage, and removed the fluid delivery line (fdl) and inlet pressure (ip) stayed at -7.0 and even jumped down to -10.0 then slowly moved back towards -7.0, explained that this was the same issue they had back in january and need to check the connector to the pressure transducer or order a manifold assembly and they thought that they replaced the manifold assembly. Per follow up, biomed stated that no patient was involved at the time of the issue. Manifold assembly had been ordered and replaced onsite. Device passed verification check and was back in service. They denied having any service information regarding the incident in january and the device was having an air leak at that time as well and did not get repaired. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was still having an issue with the inlet pressure (ip), it was showing -7.0 with a circulation pump command (cpc) was 0 percentage, and removed the fluid delivery line (fdl) and inlet pressure (ip) stayed at -7.0 and even jumped down to -10.0 then slowly moved back towards -7.0, explained that this was the same issue they had back in january and need to check the connector to the pressure transducer or order a manifold assembly and they thought that they replaced the manifold assembly. Per follow up via phone on (B)(6) 2024, biomed stated that no patient was involved at the time of the issue. Manifold assembly had been ordered and replaced onsite. Device passed verification check and was back in service. They denied having any service information regarding the incident in january and the device was having an air leak at that time as well and did not get repaired.

Event description:
It was reported that the biomed was still having an issue with the inlet pressure (ip), it was showing -7.0 with a circulation pump command (cpc) was 0 percentage, and removed the fluid delivery line (fdl) and inlet pressure (ip) stayed at -7.0 and even jumped down to -10.0 then slowly moved back towards -7.0, explained that this was the same issue they had back in (B)(6) and need to check the connector to the pressure transducer or order a manifold assembly and they thought that they replaced the manifold assembly. Per follow up via phone on 10jan2024, biomed stated that no patient was involved at the time of the issue. Manifold assembly had been ordered and replaced onsite. Device passed verification check and was back in service. They denied having any service information regarding the incident in (B)(6) and the device was having an air leak at that time as well and did not get repaired.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. It was showing -7.0 with a circulation pump command (cpc) was 0 percentage, and removed the fluid delivery line (fdl) and inlet pressure (ip) stayed at -7.0 and even jumped down to -10.0 then slowly moved back towards -7.0, explained that this was the same issue they had back in (B)(6) and need to check the connector to the pressure transducer or order a manifold assembly and they thought that they replaced the manifold assembly. Per follow up, biomed stated that no patient was involved at the time of the issue. Manifold assembly had been ordered and replaced onsite. Device passed verification check and was back in service. They denied having any service information regarding the incident in (B)(6) and the device was having an air leak at that time as well and did not get repaired. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d UDI related data quality updates only UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was still having an issue with the inlet pressure (ip), it was showing -7.0 with a circulation pump command (cpc) was 0 percentage, and removed the fluid delivery line (fdl) and inlet pressure (ip) stayed at -7.0 and even jumped down to -10.0 then slowly moved back towards -7.0, explained that this was the same issue they had back in (B)(6) and need to check the connector to the pressure transducer or order a manifold assembly and they thought that they replaced the manifold assembly.